Manufacturer narrative:
Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. E1: patient city: (B)(6). Patient country: belgium. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set detachment on (B)(6) 2026, due to the set being inadvertently pulled out during use as set got caught while changing clothes.